Event description:
It was reported that this right ventricular lead was surgically abandoned due to experiencing fracture and exhibiting high out of range pacing impedance measurements, noise, oversensing, loss of capture and pacing inhibition. Additionally, due to this, the patient experienced a syncope episode. Another lead was implanted instead. No further adverse patient effects were reported.